Event description:
It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. Visual examination identified fractures for the sense a and b approximately 65mm from the terminal end. There was a fracture observed in the sense b portion starting approximately 80mm and another starting approximately 186mm from the terminal end. The fracture characteristics are consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The cause traced to device design investigation conclusion code was selected based on the observation of fractured conductor(s) near the terminal-pin (proximal) end of the electrode with characteristics indicating cyclic fatigue.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis. It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis. It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.